Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to troubleshoot issue, it was found the fuses were blown. They were replaced with the extra fuses that are stored in the system. The system was tested after replacement and passed all checks, it was put back into use. Fuses were not sent back to manufacturer for evaluation so no analysis could be completed. No further issues reported. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that the mobile view station (mvs) was beeping. The site attempted to re-start the mvs but it would not boot back up. The green line power light was not lit. Probable cause: f11 f12 fuses or low battery. There was no patient present when this issue was identified.